Event description:
It was reported that the patient had presented to the emergency room. Interrogation of the cardiac resynchronization therapy defibrillator (crt-d) revealed that the shock impedance had been greater than 200 ohms since (B)(6) 2021. No patient symptoms were reported and the right ventricular lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).